Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed the helix electrode consistently extended within six turns and retracted within five turns. Helix, fully extended, measured .068 inches within specification. Primary analysis finding: no anomalies found.

Event description:
It was reported, during the implant procedure, the lead would not maintain position in the atrial appendage. Consequently, this lead was removed and replaced. No patient complications have been reported as a result of this event.